Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call, the insulin pump was alarming no delivery and he has changed the infusion set about twelve attempts. Customer's blood glucose was unknown. Troubleshooting was performed and alarm was resolved by changing out the reservoir. Manual prime was performed and the device didn't alarm and insulin exit. Customer agreed to return the reservoir for analysis.